Event description:
Rv polarity switch (B)(6) 2022 rv threshold has been chronically high bipolar 4 at 0.4 ms with unipolar 0.75v at 0.4 ms. Notable data in lead impedance trends show 0 high impedance and ~20,0000 low impedance. According to the rv there has been reported both oversensing and undersensing on the rv lead is 24 years old and is likely showing sign of an insulation issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).